Manufacturer narrative:
H4: the lot was manufactured between february 1-2, 2024. The actual device was received for evaluation with 238 ml of fluid in the bladder. Removal of luer cap showed evidence of continuous flow of fluid out of the distal luer. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The expected and actual infusion times were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.